Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker battery was suspected to be depleting prematurely. A request was made for technical services to review the device data in the remote monitoring system. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the available data and confirmed the device was depleting normally. There were no faults or resets. The power consumption was stable and within expectations based on programming and therapy delivery. It was noted that the device was sensing fast atrial rates for about one year, and this will increase the power consumption. The physician can consider reprogramming the device to a non-atrial based brady mode to preserve the battery. The device was later explanted, returned, and is undergoing laboratory analysis. No adverse patient effects were reported.